Event description:
The customer obtained two accutni (troponin) and myoglobin patient's samples that were elevated. The repeats on both patients and with both assays were considerably lower. Elevated results corrected within 30 minutes of event. Based on the customer's knowledge, there was no death or serious injury associated with the false high results. However an elevated acc tni results could potentially contribute to treatment decisions that may include catheterization. Beckman coulter feels this event requires reporting under 21 cfr 803.